Manufacturer narrative:
The device was returned with the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. No damages or deficiencies were found to the fluid path or needle mechanism components that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause skin irritation at the infusion site. The exact cause of the reported skin condition irritation event could not be determined. Cracks were observed in the top housing of the pod. The timing and cause of these cracks could not be determined. Investigation of the pod and the download data from the pod indicates that the cracks did not affect the functionality of the pod.

Event description:
It was reported the patient's blood glucose level rose to 600 mg/dl while wearing the pod for an unknown amount of time. When removed from the infusion site (leg), the pod's cannula was found to be dislodged. It was also reported that the site was red.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.